Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the shock values are out of tolerance. Following technician inspection of the shock values, the customer reports that following the performance test carried out on the mrx, it exceeds 10% of tolerances on the impact test, and they would like to know how to restore the correct values. Per service support call, it seems that the failure comes from the capacitor. It was recommended to replace the part to resolve reported issue. Based on the conclusion of the service support communication, it was determined that the device's shock values out of tolerance failure was caused by a faulty capacitor. The defibrillator capacitor assembly (part number: (B)(4)) was confirmed to be shipped to the customer for replacement to resolve reported issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.